Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a 31-year-old female patient who had essure inserted. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2018, the patient underwent medical device removal (seriousness criterion intervention required), 8 years after insertion of essure. The patient was treated with surgery (hysterectomy - uterus). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 19-jun-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of fallopian tube perforation ("the right essure was noted to be penetrating the tube near the cornua/ essure device protruding from fallopian tube") in a 32 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of pelvic pain, latex allergy, vaginal delivery, parity 2 and multi gravida. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2018, 3220 days after essure insertion, she experienced fallopian tube perforation (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered fallopian tube perforation to be related to essure administration. The reporter commented: were 2 rings present on the left and 2-1/2 rings on the right. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 21.875 kg/sqm. [Pathology test] on (B)(6) 2018: specimens: uterus, uterus and bilateral tubes final diagnosis: uterus, cervix, bilateral fallopian tubes, and bilateral ovaries, hysterectomy and bilateral salpingooophorectomy: endometrium: endometrial gland and stromal changes consistent with exogenous hormone effect. Myometrium: no histopathologic changes. Cervix: no significant histologic change. Serosa: no significant histologic change. Bilateral fallopian tubes: para tubal adhesions but no other significant histologic change. Gross description: the fallopian tubes are serially sectioned to reveal hemorrhagic appearing left fallopian tube. The right fallopian tube is unremarkable. No masses or lesions are grossly identified. [Ultrasound pelvis] on (B)(6) 2018: impression: 1. Patent uterine cavity without evidence of filling defects or septations. 2. No passage of contrast into the fallopian tubes or spillage which is expected in this post essure patient . [X-ray] on (B)(6) 2017: impression: 1.probable displaced essure devices relative to their estimated appropriate location. (B)(6) presents for preop exam for tlh/bs -- pt was counseled on total laparoscopic hysterectomy with bilateral salpingectomy. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 07-nov-2023: reporters,patient information,medical history,lab data,indication,removal date,event onset date,non drug treatment added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("essure removal") in a 31 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2018, 2922 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy - uterus). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.